Manufacturer narrative:
No samples were received for investigation of (B)(6), in which the customer has stated: "leaking blood i.e. They work exactly opposite of what they should, some work normally." The product in use at the time is reported to be a 04302243317 from lot: 1030467. Further information from the customer has stated that blood leaked out of the valve immediately, when the valve was attached to the cannula, so we either needed to put a cap on the valve or start to give fluid straight away. Medicinec, ringer etc was infused at the time of leakage using syringe, pump etc. Additionally, customer has confirmed that there was no physical damage, or deformity observed to the valve. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot: 1030467 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, please note that all design and in-process testing performed on this bcv shows that it is capable of meeting the requirements of bs: en: iso 8536-12: infusion equipment for medical use. Check valves. Furthermore, note the bcv should never be used without an end cap due to the potential for some minimal fluid leakage following access. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 04302243317 products in the past 12 months.

Event description:
It was reported that the bd anti-reflux valve (backcheck valve) was leaking. The following information was provided by the initial reporter: some of the valves are falsifying, leaking blood i.e. They work exactly opposite of what they should, some work normally. Additional information received: has there been any patient impact (serious injury, medical intervention, change of treatment required)? Nothing like this been needed to be done. Was there any patient harm? No. When was this issue identified? Prior to clinical use and patient connection or during an infusion? The problem was noticed when the valve was attached to the cannula. Was the "leakage" contained within the device? The leaking started immediately when the valve was attached to the cannula, so we either needed to put a cap on the valve or start to give fluid straight away. Or was there any external leakage of fluid/blood observed? Blood leaked out of the valve, when the valve was attached to the cannula. Please confirm how many 04302243317 products have been identified as defective in this way? ~30 pieces. Please confirm if any physical damage or deformity was observed to the valve? No damaged noticed. Please confirm what fluids were being administered at the time of the event? Medicine, ringer etc. Please confirm how the medication was being delivered before the issue occurred? I.e., was it via gravity, manually with a syringe, or via a pump etc. I.v. Via syringe, via pump etc. Please confirm the primary infusion rate of fluid through the valve (i.e., what rate was the fluid being infused at before the issue occurred) i.v. We would like you to confirm if any samples are available for investigation. Unfortunately, not. Death? No.